Event description:
The facility reported a flogard infusion pump that presented an f38 alarm. It is unknown when this event occurred. There was no report of patient involvement, patient/user injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump with an f38 alarm was confirmed. Service determined that the cause was due to a damaged left force sensing resistor (fsr). The left fsr was replaced onsite at the facility by a baxter field service technician to resolve the issue. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.